Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension; product ID 3387-40 , lot # 0210074936, implanted: (B)(6) 2016, product type lead; product ID 3387-40, lot # 0210116915, implanted: (B)(6) 2016, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported post-operatively on (B)(6) 2016, there was a hematoma, subclavian collection in the area of the stack. There was drainage, vision ecografica 42cm. Staphylococcus aureus was cultured, carried surgery to implantation of bilateral new extensions and relocation stack sub clavicular. Diagnostics and troubleshooting included imaging on (B)(6) 2016 which was abnormal, there were sonographic findings that were suggestive of extensive collection around both superior and medial contour of the device implanted in the right pectoral region; laboratory testing was done on (B)(6) 2016 which was also abnormal, percutaneous drainage with staphylococcus aureus; and imaging done on (B)(6) 2016 which was normal for the patient. Interventions/actions taken to resolve the issue included in-patient hospitalization, urgent care visit, the neurostimulator was repositioned/relocated on (B)(6) 2016 and extension was explanted or replaced on (B)(6) 2016. The issue was resolved without sequelae. The event was related to the neurostimulator, extensions and procedure. The event was noted to be serious. Patient's medical history included refractory major depression, depression, suicidal thoughts and attempted suicide.

Event description:
Additional information received reported the patient had gone to the hospital on (B)(6) with swollen and red implant area. The patient had surgery where they replaced the extensions due to a visible infection in that area. The ins was placed in the abdominal area and tunneling was done through the other side of the neck.

Event description:
Additional information received reported that the event had not resulted in permanent impairment of a body function or permanent damage to a body structure. Device interrogation was done on (B)(6) 2016 with normal results. Event was not related to extension 1 and 2 or recharging process. Clinical diagnosis was updated to include infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported etiology was changed to indicate the event was procedure-related.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the etiology as not related to the device or therapy and not related to the implant procedure. The event was indicated to be related to the surgery/anesthesia.